Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a rusch pediatric foley catheter was found in (B)(6) patient's diaper with a ruptured balloon. A second catheter was placed. No harm came to the patient.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issues were observed. Burst balloon could be due to various reasons. However, in the absence of the returned sample and limited information available on this complaint, further investigation could not be conducted and therefore, the complaint cannot be confirmed.

Event description:
It was reported that a rusch pediatric foley catheter was found in (B)(6) patient's diaper with a ruptured balloon. A second catheter was placed. No harm came to the patient.